Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a bag falling/disconnecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and it warns that falling bags can result in a disconnection or leak. The guide also instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell three of six of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was discovered that the supply bag had dropped and came undone. The technical service representative (tsr) reviewed proper procedures and explained the alarm to the reporter. The hp planned to restart therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.